Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (Strip lot#) information was not provided.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging a strip issue with her onetouch ultra blue test strips. The following complaint was classified based on information obtained from the customer care advocate (cca). The patient reported the alleged issue began on the morning of (B)(6) 2012. As part of the patient's diabetes regimen, the patient claimed she is on oral medications of glimepiride (2mg) and metformin (1000mg) 2 times daily. Despite the alleged issue, the patient claimed she continued taking her dose of medications as usual. A day or 2 later, the patient stated she was experiencing symptoms of sweating and shakiness; however, the patient, denied seeking medical treatment. At the time of troubleshooting, the cca noted the test strips were too wide; therefore the alleged issue was not resolved with training. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.